Event description:
MFR periodically compares device tracking info to the social security death index for the purpose of updating device tracking data. MFR became aware of pt death during this process and evaluated available info against current procedures. The event did not meet MDR reporting criteria per MFR's current procedures. In an effort to obtain add'l info regarding pts deaths for summary reporting request, certificate of death was requested, received and reviewed by MFR. Death certificate indicates that the pt died in the hospital e.r. Cause of death is listed as seizure disorder secondary to cerebral palsy. Pathology report from medical examiner's office indicates cerebellar atrophy and gliosis. It was reported that the pt experienced no change in seizure control with the vns therapy and that the pt was receiving therapy at the time of death. The pt was reportedly found face-down on the floor without a pulse after slight emesis and could not be resuscitated. Treating neurologist indicated that the relationship between the ncp system and the cause of death was unknown. There is no evidence that the ncp system caused or contributed to the reported event; however, based on the reported cause of death, although it is not believed that it is likely that the vns therapy caused or contributed to the pt's death, it cannot be definitively ruled out as a factor.